Manufacturer narrative:
(B)(4). The approximate age of device: 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the console had little to no battery life when disconnected from ac power during the transport. It was reported that the duration of stoppage was very short and did not affect the patient. No additional information was provided.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The device was not returned for analysis. As a result, the reported event could not be confirmed and a root cause could not be conclusively determined. The device history records could not be reviewed because the reported serial number of the primary console did not match any records and appeared to be incorrectly reported.